Event description:
When the sensor (reference pso-pt/serial number (B)(6) is connected to the module, the latter malfunctions: it turns off and on again even though the battery is fully charged and the module is connected to the mains. This prevents the sensor from being calibrated, rendering it unusable. Another monitor (pso-4000) is then used: failure of the monitor, wich goes into default mode. This incident occured before implantation.

Manufacturer narrative:
The catheter's traceability shows nothing abnormal, with the last functional test in production carried out on (B)(6) 2024 and found to be compliant. Investigations on the device does show a memory defect. The visual analysis of the dongle board shows the presence of the suspected faulty stm eeprom component. The CAPA 2025-04 opened on the subject of monitor reboots, and still ongoing, addresses the various investigations carried out on the matter.

Event description:
An intracranial pressure sensor (reference pso-pt / serial number: (B)(6) was implanted on (B)(6) 2025. When this sensor is connected to the module, the latter malfunctions: it turns off and on again even though the battery is fully charged and the module is connected to the mains. This prevents the sensor from being calibrated, rendering it unusable. Another monitor (pso-4000) is then used: failure of the monitor, which goes into default mode.